Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified flat creases and white particles in device inner surface. Leak test and microscopic analysis was performed which identified: one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.